Manufacturer narrative:
Add d9. H6: c19 - the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The reported primary failure mode, related to deployment difficulty with partial deployment, was unable to be confirmed during engineering evaluation. The engineering evaluation observed that the device was returned partially deployed with partial device expansion, however deployment was able to be continued with traction at the knob during evaluation. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was to be implanted with 8mm x 10cm gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) during tips procedure. After balloon dilated, the physician pulled out the deployment line. The viabahn device got stuck and couldn't be deployed. Another viabahn device with same size was utilized to complete the procedure. The patient tolerated the procedure.